Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the inform system within 10 minutes: 34 mg/dl and 125 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 34 mg/dl, 125 mg/dl (inform (B)(4)) and 114 mg/dl (inform (B)(4)) caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 34 mg/dl (meter); 100 mg/dl (lab). Readings of 34 mg/dl and 125 mg/dl were taken only one time - no duplication of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Tibial impactor tip broke off inside the impactor handle. There was no delay in surgery or adverse impact to the pt.